Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(4).

Event description:
It was reported that merlin net transmission showed a couple of lower than limit readings for svc to can hvli. Another transmission in a few weeks was recommended.

Event description:
New information notes that programming changes were made but hvli alerts continued to be seen. Lead dislodgement was suspected as the patient had a history of rv lead dislodgements. Before the scheduled revision, the patient presented in the emergency room with diaphragmatic stimulation. The lead was found to have no capture and no sensing. The lead was explanted and replaced.